Event description:
The space labs cardiac monitoring system was installed initially into the facility approximately 15 months ago. From the installation date, a multitude of issues have occurred involving the system. These issues range from equipment related, software related and potentially user related issues. The most recent issue occurred this month. This event involved 10 different patients "falling off the monitor". The facility biomed received a call at 6:22 am stating that the rhythms and heart rates were showing, but no patient names or bed numbers were showing on bank 2. The call was placed by one of the monitor techs. When the facility biomed arrived to the facility, this was confirmed. A total of 10 patients were being monitored, 5 on 3 specific channels and 5 on 2 other channels. The facility biomed called space labs tech support and informed them of the issue. At 7:03 a.m., a warm boot was attempted and this did not work. The space labs technician stated they wanted to call the facility back after they found out more information on what the problem could be. At 7:27 a.m., a second call was made to space labs support and the facility was told to toggle the switch on the back of the central station under the battery box as this could have gotten accidentally bumped. The facility biomed informed the space lab technician that the central stations were on the top shelf of the desks and they could not have been bumped. I had to turn the central around to get access to the switch. After toggling the switch no names appeared, but I was able to get the beds to show up. After getting the beds to show, the names were manually entered back into the system. The software version in place at current time is 2.03.01. There was no known patient harm reported during this time.